Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4), submitted for adverse event which occurred on (B)(6) 2009. (B)(4), submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal surgery and hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted mesh densely adhered to the bowel. The mesh was resected along the right lateral wall and this portion was removed from the abdominal cavity. Since the left lateral wall portion of the mesh had been incorporated into the peritoneum, it was left in place. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. Other procedure is captured under separate files. No additional information was provided.